Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received indicated that the patient experienced worsening spasticity in mid (B)(6) 2025. The catheter ruptured in (B)(6) 2022 when the effects were diminished. The patient's complaint about the catheter replacement was the same as before, so the contrast study could not be performed, so there was a possibility of some issue with the catheter. It was stated that a computed tomography (CT) imaging and other examinations would be performed, after which the patient would be consulted to determine the future treatment plan. The patient's correct initials were provided and it was stated that this was the same patient who underwent catheter replacement in (B)(6) 2022. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient e xperienced worsening spasticity following the catheter replacement in (B)(6) 2022. It had been reported that the worsening of spasticity occurred around mid-(B)(6) 2025. The cause of the worsening spasticity was not determined. However, the reporter indicated that "contrast imaging was performed this time, but cerebrospinal fluid (csf) could not be aspirated, suggesting that there may be some issue with the catheter", implying a possible catheter-related cause. The results of the computed tomography (CT) imaging and other examinations performed indicated that the csf could not be aspirated. {please refer to manufacturing report (B)(4) regarding the catheter replacement in 2022}